Manufacturer narrative:
H10: received one used list# 42800-27, transpac¿ it monitoring kit, 60" safeset reservoir, 2 blood sampling port, 3ml flush device, macrodrip. Lot# unknown. The reported complaint of pressure line breaking was confirmed. The received monitoring kit was returned with the arterial tubing separated from the safeset sampling port. Insufficient solvent was present on the end of the tubing and in the tubing pocket of the safeset sampling port. The probable cause of the insufficient solvent is a manual manufacturing process error during assembly. No device history review (DHR) lot number review was conducted since no lot number was identified.

Manufacturer narrative:
The device was received for investigation. It is not yet complete.

Event description:
The event involved a transpac¿ it monitoring kit, 60" safeset reservoir, 2 blood sampling port, 3ml flush device, macrodrip that the customer reported between 10 p.m. And 11 p.m. After the nurse was drawing the arterial blood gas (abg), the nurse was flushing the left radial arterial line and noticed blood dripping. The tubing came apart at the port where the specimens are obtained. The nurse immediately clamped the tubing, stopped the bleeding, and hooked up a new arterial line tubing set. The medication infusing was normal saline. The nurse does not know how long the arterial line was infusing prior to the event. There was patient involvement and some blood loss when it became disconnected but it was reported to be a small amount. No report of adverse event and no patient harm.